Event description:
As reported by the field clinical specialist, after deployment of a 26mm sapien 3 valve inside a transannular patch in the pulmonic position, moderate to severe leak was noted. A decision was made to deploy a 2nd sapien 3 valve.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction/update of the reported event. The following sections of this report have been updated: section b5 (describe event or problem) and h6 (device code).

Event description:
After deployment of a 26mm sapien 3 valve inside a transannular patch in the pulmonic position, moderate to severe central leak was noted. The leak was noted as central.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, investigation conclusions), and h10 to reflect device evaluation. The 26mm sapien 3 valve was not returned to edwards was it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3 thv, pulmonic IFU, device preparation training manual pulmonic position, and procedural training manual, pulmonic position was reviewed for instructions and guidance. The procedural manual provides guidance on thv deployment. Prior to deployment check to ensure the thv is exactly between the valve alignment marker, flex tip is on the triple marker, and balloon lock is locked. Perform thv deployment by unlocking the inflation device, confirm thv position, begin initial deployment with slow controlled inflation, fully inflate and hole for 3 seconds to ensure complete deployment and completely deflate the balloon and withdraw the balloon. In addition, post-deployment thv assessment should be performed using fluoroscopy. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for central regurgitation post implant was unable to be confirmed as no imagery/ medical record was provided for review. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that this was an off-label operation as the thv was inside a transannular patch in the pulmonic position. The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for right ventricular outflow tract (rvot) conduit or surgical bioprosthetic valve in the pulmonic position. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post-dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflet and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. As reported, 'after deployment of a 26mm sapien 3 valve inside a transannular patch in the pulmonic position, moderate to severe central leak was noted'. In this case, to limited information and unavailability of relevant imagery, a conclusive root cause was unable to be determined at this time. However, patient factors, (s3 deployed in pulmonic patch) may have contributed to the central leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.